Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio advised the customer that their device is not field serviceable and is no longer under warranty. Physio recommended that the device be permanently removed from service and that a replacement unit be obtained. The device was then returned to the customer unrepaired. The cause of the reported issue could not be determined.

Event description:
Physio-control was attempting to perform a technical service update (tsu) to the customer's device when it was observed that it would not power on when prompted. There was no patient use associated with the reported event.